Event description:
A customer reported that the system did not recognize the footswitch and locked during surgery. After a 15 minute delay, the procedure was completed using manual technique with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and noted a footswitch had a contact issue. The footswitch cable was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate an additional related report for this system. The root cause can be attributed to a nonconforming footswitch cable. (B)(4).